Event description:
It was reported that during insertion via supra clavicular approach (seldinger) the guidewire became "stuck". The needle was removed but, the guidewire began to unravel while gently pulling. The procedure was abandoned and senior consultants were called to the procedure. The "j" tip of the guidewire became separated. As a result, the guidewire had to be surgically removed from the supra clavicular region with a separate incision (permanent scar) under fluoroscopy. An elective closing of the jejunostomy was performed. Reference medwatch number 1036844-2008-00013 for second event involving same pt.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.